Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The device was received with operating currents within specification. No unexpected battery alarms noted. The device was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The device had cracked case at display window corners, cracked display window, cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error and customer had battery problems. Troubleshooting was done. Customer's blood glucose was 140 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.